Manufacturer narrative:
The product is not available for evaluation and testing. A report was received indicating a cypher stent was associated with a possible allergic reaction. The event involved a male with a history of coronary artery disease. The patient underwent implantation of an unknown cypher stent in an unknown coronary artery. Within a two-week period of the index procedure, the patient experienced angioedema characterized by swelling of the arms, face, lips and throat. The patient is currently being treated with prednisone, however, the symptoms return whenever the prednisone dose is decreased. Additionally, the patient was switched from plavix to ticlid and taken off his angiotensin receptor-blocking agent; however, the patient still required prednisone to remain symptom free. The cypher stent remains implanted in the patient, thus, not available for evaluation. The lot number of the product is not known, therefore, a device history records review was not conducted. Based upon the information provided, it is not possible to conclusively determine the cause of the event. There is no indication the event was design or manufacturing related. Please note that this is the initial/final report for this product.

Event description:
The report received from the patient's allergist indicated that the patient experienced angioedema after cypher stent implantation. The patient had swelling in the arms, face, lips, and throat. The adverse event (ae) was reported to be life threatening, and has required several visits by the patient to the emergency room, but it was not known if the patient was re-admitted. The patient was treated by administration of five (5) mg of prednisone. The symptoms resolve with treatment, but re-occur when the prednisone is reduced of discontinued. The patient's medications were also adjusted. The patient was switched from plavix to ticlid, and an unspecified angiotensin receptor was discontinued. Attempts to obtain additional information have been unsuccessful.